Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 24 (timeout moving to "home" position)" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. The reported complaint of "the autopulse platform stopped compressions and displayed ua17 (max motor on time exceeded during active operation)" was confirmed in the archive data and during functional testing. The root cause of all the reported error messages was the defective drivetrain motor, attributed to wear and tear and/or user mishandling. The autopulse platform is a reusable device and was manufactured in december 2015, has exceeded its expected service life of 5 years. However, user mishandling cannot be ruled out as there was no documented report showing that annual preventative maintenance (pm) was performed. Also, a review of the archive data revealed that frequent daily checks were not done, and the autopulse was stored on shelves in their office. Performing regular preventative maintenance, frequent daily device checks, and storing the platform in a less humid place and/or storing the device wrapped in a soft case (if available) could extend the life of the drivetrain. Visual inspection was performed and found no physical damage to the returned autopulse platform. A review of the archive data showed multiple occurrences of fault code 16 (timeout moving to take-up position), ua17 (max motor on time exceeded during active operation), and ua24 (timeout moving to "home" position) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. During functional testing, the autopulse platform failed to continue compressions due to the ua17 error message; thus, confirming the reported complaint. During further functional testing, it was noted that there was no brake activation while powering on the platform. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to a slipped bushing on the drivetrain motor. This also caused the ua24 and fault code 16 error messages, which were reported by the customer and verified in the archive data files. The defective drivetrain motor was replaced to remedy the faults. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
While using the autopulse platform (sn: (B)(4)) on a manikin, the platform occasionally stopped after performing compressions for about 2 - 5 minutes and displayed the following error messages: fault code 16 (timeout moving to take-up position), user advisory (ua) 17 (max motor on time exceeded during active operation), and ua24 (timeout moving to "home" position). To troubleshoot, the customer pulled up the lifeband, re-adjusted the manikin on the platform, turned off the autopulse, and powered it back on. However, after performing a few compressions, the same error codes were observed again. Furthermore, the platform was tested with another li-ion battery, but the issue persisted. As per the customer, the autopulse platform was stored on shelves in their office. No patient involvement.